Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
An incident involving an accudrain without the anti-reflux valve was described as follows; "the tubing was molded together; therefore, fluid could not pass through." It was also reported that the accudrain leaked. Specific information regarding this incident was not provided, but additional information has been requested.